Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department from the clinical area with a report of the device alarming with a s321 malfunction alarm during an unspecified delivery. It was reported the device also alarmed with a s339 (power down error pmc), s208 (canbus error-psc) and s239 (power down error, psc) malfunction alarm codes. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s321 (motor error - pmc, left), s339 (power down error pmc), s208 (canbus error-psc) and s239 (power down error, psc) malfunction alarm code were noted in the device history. No additional information was provided.